Event description:
Previous hypomastia, breast assymetry, ptosis and post-partum mammary involution, breast assymetry and breast deformity; slightly widened right vertical inframmary scar; right implant deflation followed by open capsulotomy with removal and replacement.